Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger was not working and the patient had spoken with a manufacturer's representative (rep) who recommended replacement of the recharger. The patient stated neither the recharger nor the patient programmer would communicate with the ins. The patient reported the last successful recharge was a week ago but they were having some issues. Patient was issued a new recharger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.